Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part number: 311.010. Lot number: 5208797. Part manufacture date: 04-11-2006. Manufacturing location: brandywine. Part expiration date: n/a. Nonconformance noted: n/a. A review of the device history record of this lot revealed no complaint-related anomalies. The device history record shows that the handle with mini quick coupling was processed through the normal assembly, laser etch, and inspection operations. The product lot met all specification criteria at the time of release with no issues documented during manufacture that would contribute to this complaint condition. Service and repair evaluation: the customer reported the screw driver shaft would not be taken off from the handle. The repair technician reported the device could not be tested and did not report any issues with the device the cause of the issue could not be determined. The reason for repair lube/oil/change. The item was repaired per the inspection sheet, passed synthes final inspection on 07-oct-2021 and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during an unknown procedure, the screw driver shaft would not be taken off from the handle. There was no surgical delay. The surgery was successfully completed. This report is for one (1) handle with mini quick coupling. This is report 1 of 2 for complaint (B)(4).